Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that the down arrow keypad button was sticking when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission 12/09/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the down arrow keypad button was intermittently unresponsive. There was evidence of adhesive found under the down arrow key contact.